Manufacturer narrative:
Concomitant products: product ID 3093-28, serial# unknown, implanted: (B)(6) 2012, product type lead; product ID 3093-28, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a trial patient experienced intermittent stimulation, overstimulation, and a shocking or jolting sensation. The patient had electric shock without warning and their whole body went rigid. It was reported that the patient status was alive with no injury or adverse event. The planned action was to use a different external device. It was reported that the screener box was disconnected and the leads were secured and it was planned to replace the twist lock cable and screener box on (B)(6) 2012.